Event description:
The end-user purchased the tens unit a year ago, and reports that it gave him nerve damage in his left arm. The end-user reports that the device has been lost in his storage unit. No one else was reported as having been present at the time the incident had occurred - this event is reported as having happened over several uses of the device. He began to have "weird spasms," and over time, it just got worse. It was then that he stopped using the device. Now his arm will not stop twitching - this is his left arm near the shoulder area where his alleged injury has now stiffened the muscles, and left him with lumps in his arms where the muscle twitches. He also has a difficult time sleeping at night. Again, he states that his injury is in his left arm, around near the left shoulder area, deep into the muscle. He alleges his muscle is hardening up, having been expanded and contracted by the tens device. He experienced no reported discomfort during treatment, and has never been shocked. Only the end-user's psychiatrist has heard of his complaint. She (the psychiatrist) has stated that she was going to refer him to a neurologist, but, to date, has not, nor has he made an appointment - the end-user has no official diagnosis of nerve damage, despite stating "..it's (the injury is) most likely irreversible."